Event description:
It was reported that the patient was having pain at the ipg site and was experiencing inadequate stimulation despite of multiple reprogramming done. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072294/7072310.